Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via (B)(4). The right ventricular lead exhibited noise; can on lead abrasion was suspected. No medical intervention was performed. The patient would continue to be monitored.